Event description:
It was reported that the nurse found that the inner parts of the package were missing and replaced immediately before drawing arterial blood for the patient. There was no additional information provided.

Manufacturer narrative:
The device was unable to be evaluated as it was discarded. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.